Manufacturer narrative:
Return requested for suspect selectable ups 120/240. No parts have been received by manufacturer for analysis. A medtronic representative, following-up at the site to trouble-shoot and was able to replicate the reported issue. Found the screws used to make contact and ground the copper wires were loose, this was most likely causing contact issues with the wires. The medtronic representative tightened everything very snug, put together the housing back on, and plugged the unit into multiple outlets for testing. The system is staying on and no longer shutting down. Issue resolved. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No further issues have been reported.

Event description:
A site physician reported that, while in a cranial procedure, their navigation system would not power on. The site tried multiple outlets and the issue was not resolved. Medtronic technical services representative requested the surgeon cycle the battery shut-off switch on and off, then try another outlet. The system did not work initially, however, after the site cycled it again the system turned on properly. Issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 45 minutes. There was no impact on patient outcome.